Event description:
The customer received questionable ion selective electrode (ise) results for one patient sample. The initial results were: sodium was 166 mmol/l with a data flag, automatic repeat result was 172 mmol/l. Potassium was 4.86 mmol/l. Chloride was 128.5 mmol/l. These results were reported outside the laboratory. The doctor questioned the sodium result and asked for the patient to be redrawn. The results from the redraw sample were: sodium was 136 mmol/l. Potassium was 3.16 mmol/l. Chloride was 101.5 mmol/l. On (B)(6) 2013, the original sample was repeated on two other cobas c501 analyzers. On cobas c501 serial number (B)(4): sodium was 140 mmol/l. Potassium was 4.03 mmol/l. Chloride was 104.6 mmol/l on cobas c501 serial number (B)(4): sodium was 141 mmol/l. Potassium was 4.07 mmol/l. Chloride was 103.9 mmol/l. The results from the redraw sample and the repeat results from the other cobas c501 analyzers were believed to be correct. The patient was not adversely affected. The electrode lot numbers and expiration dates were not provided. The field service representative checked the instrument and could not find a cause. He ran diagnostic checks and the customer ran precision testing. All tests passed.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
The investigation could not determine the specific root cause for the event. As only one sample was affected and all parameters too high, a preanalytical factor was determined to be the most likely cause.